Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to moisture. The customer also reported that the insulin pump screen went black sometimes and the insulin pump was sticky or non-responsive. Customer also states that the insulin pump had rewind anomaly, no delivery alarm and unexpected restart. The insulin pump will not be returned for analysis.